Manufacturer narrative:
The baxter technician found the CPR valve needed to be replaced. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter did not performed any preventive maintenance on this bed . It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR valve to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the CPR was not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.